Manufacturer narrative:
Follow-up #1: date of submission 09/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: review of the black box data revealed battery alarms on june 25, 2015 and june 26, 2015. The alarm history revealed one occurrence of battery alarm (128-fe88) on may 18, 2015. On examination, there was evidence of moisture contamination inside the battery compartment and the battery compartment was found to be cracked below the grip pad. A battery cap was not returned with the pump for investigation. On investigation, a test battery cap was able to fully tighten to the pump. Electrical current draws were evaluated and found to be within specifications. There was no evidence of excessive pump temperature or excessive battery usage during the investigation. A leak test was performed and did not result in any moisture leakage into the pump. The pump case was removed for investigation and did not reveal any evidence of moisture contamination inside the pump¿s interior compartment. Investigation confirmed damage in the form of a cracked battery compartment and evidence of the alleged moisture with moisture corrosion inside the battery compartment. Investigation did not duplicate excessive battery usage or an excessive temperature issue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue; exposure to salt water, moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.